Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05460. It was reported that a burr became stuck on the rotawire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.00mm rotalink plus and 330cm rotawire were selected for use. During the procedure, when the burr was attempted to be removed, it was noted that the burr got stuck on the rotawire. The burr and rotawire were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.